Event description:
The recipient reportedly experienced loss of sound. External equipment was exchanged, however, the issue was not resolved. Testing revealed the device is not functioning with specifications. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occured during revision surgery. In addition, external visual inspection revealed dents on the bottom cover and a crack on the seam weld of the device. The photographic imaging inspection confirmed dents on the bottom cover of the device. System lock could not be obtained at some of the spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the mechanical test performed. Internal visual inspection revealed that silver migration was noted across and between some of the electrical components. Scanning electron microscopy analysis revealed a crack on the seam weld. The failure of this device was attributed to excessive moisture through a gross leak at the seam weld, which is consistent with the trauma reported. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.